Event description:
The product was used during an unspecified procedure. Reportedly, the safety shield did not retract and bleeding occurred. The hospital has reported no pt injury occurred.

Manufacturer narrative:
Device not available for eval.